Event description:
It was reported that this right ventricular lead exhibited noise. An explant procedure was attempted, and part of the lead remains implanted. This lead was successfully replaced. This lead is not expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead exhibited noise. An explant procedure was attempted, and part of the lead remains implanted. This lead was successfully replaced. This lead is not expected for return. No additional adverse patient effects were reported. Additional information was received, the defibrillator function was disabled.

Event description:
It was reported that this right ventricular was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. This lead is not expected for return. No additional adverse patient effects were reported.